Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Reportedly, the cause of the low bg was due to the carbohydrate ratio setting needing to be adjusted. The customer consumed carbs to address low bg, and subsequently bg elevated to 710 mg/dl. Customer was hospitalized and treated with intravenous fluids and manual injections. The customer was released from the hospital two days later with no permanent damage. Recommendation was made to discuss diabetes management with a health care professional.